Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the device was making noises. Info was provided to the MFR through vent filter and waveform analysis. A decision was made by the surgeon to exchange the pt's lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing. The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.